Event description:
Ous MDR - it was reported that the patient was seen at a different hospital, where this lead was extracted on (B)(6) 2014 due to fracture in the insulation. No deterioration of the patient's state of health was reported. The lead was returned for analysis.

Manufacturer narrative:
The lead was cut into two parts about 11 cm distal of the is-1 connector pin in the returned state. Both fragments were available for analysis. The entire lead body was stretched so much that the fragments put end to end were 72 cm long instead of 65 cm. The analysis showed signs of wear along the fragments. The insulation had been damaged by friction in the distal area. This damage can with high probability be regarded the cause for the clinical complaint. In addition, there was a conductor fracture of the rope conductor to the shock coil, and the rope conductor to the ring electrode was also outside of the lead body. The existing x-ray images show a crossing point between the kentrox complained about and an additionally implanted linox lead at the height of the damages. The extruding conductor line mentioned in the complaint is thus probably a result of the interplay between the abrasion-weakened insulation and tensile forces during the explantation.